Event description:
During the placement of the iliac leg graft it was noted that the leg length would be too short to reach the intended landing zone. The delivery system was removed and the delivery system for an iliac leg extension was advanced. The extension was deployed in the limb of the main body graft, providing the additional length needed to land the iliac leg graft at the desired location in the common iliac artery. Post angiogram noted a type I proximal endoleak, another MFR's stent was deployed at the proximal portion of the main body graft providing sufficient radial force to resolve the endoleak and successfully exclude the aneurysm.